Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Reportedly, customer was severely dehydrated. Multiple contact attempts were made by technical support to obtain additional information regarding the issue; however, no response was received from the customer.